Event description:
Profound and permanent neurological injuries [nervous system disorder]. Severe and permanent physical injuries [injury]. Case description: an attorney reported that her (B)(6) male client used fixodent denture adhesive, version unk cream in 1996 and super poligrip beginning in 1997 through the present, and reported the following: profound and permanent neurological injuries and severe and permanent physical injuries. Health care professional was visited. Treatment: unspecified medical treatment. The case outcome was not recovered resolved. He had discontinued use of the fixodent in 1996. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter and case concerns long-term product use.